Event description:
It was reported that during a cryo ablation procedure, after inflating and deflating the balloon catheter outside the body, it was reseated into the sheath. Back-bleeding was performed for air removal, but air continued to be aspirated. As air could not be aspirated with the sheath alone, it was suspected to be related to the balloon. The balloon was again inflated and deflated outside the body, but it did not fold neatly and was difficult to insert into the sheath. Ultimately, the catheter was manually adjusted after deflation and reseated it into the sheath, after which air removal was completed successfully. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.